Manufacturer narrative:
Evaluation summary: the device was received with the articulation mechanism damaged and with no cartridge present. In addition, another cartridge was received partially fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right and center the staple formation was conforming; however, when fire in the left position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken.

Event description:
It was reported that during a colectomy low anterior resection procedure, when the surgeon tried to articulate the shaft of the device, the device turned only to the right. The device wouldn't turn to the left at all. The surgeon suspected the product was defective from the very first. When the surgeon was sure the defectiveness of the device, he immediately changed to a new device. Fortunately, this happening didn't have any influence on the patient and the procedure.